Event description:
It was reported that the patient got urinary tract infection by using the purewick female external catheter. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause could be due to "inadequate material selection -materials of construction are not biocompatible or material surface is rough, abrasive or uncomfortable". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: " discontinue use if an allergic reaction occurs. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Perform each step with clean technique. In the home setting, wash hands thoroughly before device placement. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient got urinary tract infection by using the purewick female external catheter. It was unknown what medical intervention was provided for urinary tract infection.